Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted a minor kink on the catheter shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. There was no abnormal resistance from the tension knob. The device was leak tested and all values were within specifications. The catheter was connected to a metriq pump for irrigation flow test and flow was not obstructed through the tip. No breaches were identified. A device history record review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that a saline leak from the irrigation hole on the distal tip was observed while flushing the catheter during preparation. Maneuvering the catheter tip or soaking it in water did not resolve the leak. No error codes or messages were displayed. The catheter was exchanged and the procedure was completed successfully without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that a saline leak from the irrigation hole on the distal tip was observed while flushing the catheter during preparation. Maneuvering the catheter tip or soaking it in water did not resolve the leak. No error codes or messages were displayed. The catheter was exchanged and the procedure was completed successfully without any patient complications.